Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: canada.

Event description:
It was reported that during surgery, the handpiece was damaged in the packaging and the debris is loose in the pack. The defect was caught prior to opening the pack. There was no patient harm/injury. There was no medical intervention. There was no surgical delay. Due diligence is complete, no further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. The device was returned sealed in the sterile packaging. Visual examination of the returned product/provided pictures confirmed the battery pack was broken open and there was black debris from the battery expulsion throughout the tyvek tray. Further inspection of the battery pack found the outside was warped. The battery terminals and wiring were damaged. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing and design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.